Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received high results for an unspecified number of patient samples tested for a1c-3 tina-quant hemoglobin a1c gen.3 (hba1c) on a cobas c 513 (c513) analyzer. When these samples were repeated on (B)(6) 2018, some values changed up to 50 %. The customer provided data for one patient sample that had an erroneous hba1c result which was reported outside of the laboratory. The sample initially resulted as 12.3 % and this value was reported outside of the laboratory to the doctor. The doctor did not believe the result. The sample was repeated on (B)(6) 2018, resulting as 6.7 %. The repeat result was believed to be correct. No adverse events were alleged to have occurred with the patient. The hba1c reagent lot number was 211965. The reagent expiration date was asked for, but not provided. The field service engineer determined that the cell rinse detergent level dispense was too high. The instrument check failed. He adjusted the cell rinse unit. He ran another instrument check and it was within specifications.

Manufacturer narrative:
The issue was resolved by the service actions.